Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a disrupt-af study that the patient experienced a cardiac tamponade, pericardial effusion (pe), and perforation one day post pulsed field ablation (pfa) procedure. A pericardiocentesis was performed with 600cc of blood removed. The patient was admitted to the cardiovascular intensive care unit for observation. It was further clarified that a tamponade occurred and not pe requiring an emergent pericardiocentesis during a pulsed field ablation procedure to treat paroxysmal atrial fibrillation. The patient was stabilized, and the patient was discharged home on (B)(6) 2025. Ice was used to identify the tamponade. Total lesion application performed was 34 in total, in the lspv, lipv, rspv and ripv. Activated clot time (act) was maintained at below 300 seconds during the procedure. Pre ablation anticoagulation was eliquis, intra procedure patient was treated with heparin, and post procedure/discharge patient was back on eliquis. The patient did not suffer from any health issue prior to the procedure that could have led to the adverse event. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a disrupt-af study that the patient experienced a cardiac tamponade, pericardial effusion (pe), and perforation one day post pulsed field ablation (pfa) procedure. A pericardiocentesis was performed with 600cc of blood removed. The patient was admitted to the cardiovascular intensive care unit for observation. It was further clarified that a tamponade occurred and not pe requiring an emergent pericardiocentesis during a pulsed field ablation procedure to treat paroxysmal atrial fibrillation. The patient was stabilized, and the patient was discharged home on (B)(6) 2025. Ice was used to identify the tamponade. Total lesion application performed was 34 in total, in the lspv, lipv, rspv and ripv. Activated clot time (act) was maintained at below 300 seconds during the procedure. Pre ablation anticoagulation was eliquis, intra procedure patient was treated with heparin, and post procedure/discharge patient was back on eliquis. The patient did not suffer from any health issue prior to the procedure that could have led to the adverse event. The device is not expected to return for analysis.